Event description:
It was reported that the customer passed away on (B)(6) 2024. Reportedly, the customer experienced high blood glucose levels before suffering a heart attack. It was reported that a bent cannula on the infusion set may have contributed to the high blood glucose levels. The customer was wearing the pump at the time of death. A review of pump data will be performed, and the results will be submitted in a supplemental report.